Manufacturer narrative:
Product was not returned. DHR was reviewed and found no defects during manufacturing.

Event description:
Customer states that the administration set is leaking at side of filter along the seam.